Manufacturer narrative:
(B)(4). Corrected to (B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no obvious defects were observed. Both the clear blue cuffs were inflated to 25mbar with a calibrated endotest meter. It was observed that the pressure in the blue cuff dropped slowly after inflation. No issues were detected with the clear cuff. The device was then immersed into water and air bubbles were observed coming from the blue cuff. No bubbles were seen coming from the clear cuff. The area of leakage was detected on the blue cuff and observed under magnification. A cut mark was found. A 100% leak test is performed during the manufacturing process; therefore, a defect of this type would be detected prior to release from the manufacturing facility. It is most likely that the defect is due to improper handling by the end user during preparation, although this could not be confirmed. Other remarks: a conclusion code could not be chosen as the complaint of cuff leaking was confirmed; however, a root cause could not be established.

Event description:
Customer complaint alleges that the "doctor found cuff leakage prior to use on patient during functional testing". No report of patient involvement.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that the "doctor found cuff leakage prior to use on patient during functional testing". No report of patient involvement.